Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device does not take o2 saturation readings and requested support. The saturation meter was confirmed to have been replaced and the problem persists. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
H10: a good faith effort was sent by the investigator to the fse (field service engineer) in order to determine how the complaint device was evaluated and resolved for the customer. Correspondence was sent by the fse which indicated that the current case was a duplicate of an earlier case that was recorded under pr: (B)(4) and resolved in 2018 by the fse. The current case was opened as a result of an outdated formal quote that was originally sent to the customer being reopened in error and processed as a new complaint. A such, this complaint will be closed as a duplicate of complaint recorded under pr: (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.